Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, and leak, functionally tested. The microscope test revealed that the pump was worn to the filament. The functional test identified that the pump failed deflation test. No leaks were found. The cylinders were microscopically inspected, and leak tested. The microscope test found that the cylinders had wear at fold in the proximal end and middle of the cylinder. Both cylinders passed the leak test. Based on the available information, the reported device allegations were confirmed.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital two weeks before the operation because the product did not work properly. As a result of the inspection, when the pump was pressed it was dimpled. The pump and cylinders were explanted and replace. There were no patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital two weeks before the operation because the product did not work properly. As a result of the inspection, when the pump was pressed it was dimpled. The pump and cylinders were explanted and replace. There were no patient complications reported.